Event description:
It was reported by repair work order that the customer alleged that the brakes would not remain engaged. Upon inspection of the unit by the service technician, it was confirmed that the brakes would not remain engaged.

Manufacturer narrative:
Brake cam.